Manufacturer narrative:
Evaluation: the customer report of "vascular shunt did not deflate during use" was not confirmed. Three ml of air were injected into the blue check valve using a 3 ml syringe and the balloon inflated and maintained inflation normally. Small drops of clear liquid were observed inside the balloon. The balloon deflated normally when the syringe was seated into the blue check valve. One ml of air was injected into the white check valve using a 1 ml syringe and the balloon inflated and maintained inflation normally. Small drops of clear liquid were observed inside the balloon. The balloon deflated normally when the syringe was seated into the white check valve. No nonconformities or damage were observed with the carotid shunt. This event did not lead to the 3 sigma threshold being exceeded within the css cpm trend report for carotid shunts therefore a CAPA will not be initiated. The information will be included in trend data and future CAPA determinations.

Event description:
It was reported that a hospital in (B)(6) experienced a vascular shunt (model number t3103a) that did not deflate during use.

Manufacturer narrative:
Device evaluation is anticipated upon product return.